Event description:
The customer reported the external paddles knob was not functioning. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the external paddles knob was not functioning. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.